Event description:
A (B)(6) female patient contacted zoll customer support to report a damaged response button. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (defective response buttons) has been confirmed. Upon evaluation, the front response button was missing its cover and not functional. The root cause for the defective response button cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective response button. The patient received a replacement monitor.